Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician employed the use of an in.pact pacific balloon for treatment in the superficial femoral artery. The device was prepped as per the IFU without issue. It is reported a balloon twist occurred. No rewrap issue were noted. Another dcb was used to complete the procedure. No patient injury was reported. Please note that this device in.pact pacific pta balloon catheter is not marketed in the united states; however, the device is deemed the same as the united states marketed device in.pact admiral pta balloon catheter.

Manufacturer narrative:
Device analysis: the device was returned for evaluation. A visual and a tactile inspection was carried out on the returned device and the balloon was inspected. A twist was found at 40mm from the proximal welding of the balloon. At 30mm from the tip, a slight balloon deformation was found. The device was flushed and a 0.018¿ guide wire through the device was successfully advanced. During the analysis, negative pressure was applied with a manometric syringe on the balloon. The purging test passed, since no bubbles emerged in the water column. Afterwards, the balloon was inflated. At 2 bars, some wrinkles were noted in correspondence to the twisted point. At this point, dry blood traces on the balloon surface have been removed with water, since the dry blood impeded the inspection of the guidewire lumen. At 4 bars, no wrinkles or change in profile were visible. At 7 bars, no issues were noted. During the inflation of the balloon from 7 bars to 14 bars, a longitudinal burst occurred. If information is provided in the future, a supplemental report will be issued.